Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a procedure on (B)(6) 2011. The patient was male and over (B)(6) (patient identifier, age, date of birth and weight unknown). According to the complainant, during the procedure the physician engaged an 8mm stone within the patient's kidney. Although the basket opened and closed properly, the stone could not be removed from the basket due to its size, location, and patient anatomy. A holmium laser fiber was used to break up the stone within the basket, however, during the procedure at least one of the tines of the basket broke off into the patient's kidney. The size of the piece that fell into the patient was approximately 1cm in length. The physician could not find the basket wire to remove it from the patient due to diminished visibility. The basket wire remains inside the patient and it is unknown if there is a follow up procedure planned to retrieve it. There were no complications as a result of this event and the patient's condition post procedure is stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.